Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The delivery of the drug during infusion was delivered too quick in about 30 minutes and was expected to deliver in one hour. There was no patient harm.

Event description:
The customer reported that tpa infused in 30 minutes instead of an hour. A bag of 52.2mg of tpa was to infuse 5.2 mg over 1 minute, then 47 mg over 1 hour as a primary infusion. There was no patient harm.

Manufacturer narrative:
The customer¿s report of excessive flow was confirmed. Analysis of the pcu event log shows that the pump module was programmed to infuse a custom concentration of alteplase stroke less than (B)(6) at 4:19 pm on (B)(6) 2018. The user entered 52.4mg for the drug amount and (B)(6) for the patient weight. The user entered 100ml for the diluent volume, which made the concentration 0.524mg/ml. The rate was calculated to be 90.4ml/hr and the dose 0.81mg/kg/hr. The user entered 52.4ml for the vtbi. The infusion alarmed for air in line at 4:53 pm (34 minutes). The user then changed the vtbi to 99ml and channeled the device off. The volume recorded as being infused during this period was 47.785ml. At the rate and vtbi programmed the infusion would complete in just over 30 minutes. The pcu event log shows the device alarmed for air in line 34 minutes after the start of the infusion at which time the user added volume to the infusion. Functional testing found the device to be delivering fluid within specification. The root cause of the report of excessive flow was user programming.